Event description:
It was reported that a patient underwent an arthroplasty procedure on (B)(6) 2025 and barbed suture was used. During the procedure, doctor was operating unilateral tkr procedure but when he was closing muscle layer with the help of stratafix. Suture got breakdown from swage point. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: ques- did this issue contribute to any patient adverse event? Ans- no. Ques- please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) ans- source person name is mr. (B)(6) (ot pharmacy head), (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows an open sales unit box with sxpp1a201 product codes, the lot#: 102px7, expiration date 2026-07-31, packaging information. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown, ip-02494159. Device property of: hospital, device in possession of: none.